Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The customers complaint was tips getting hot and no vibration, after checking I found out that the hp cable was damaged and the solenoid could not regulate water flow, both parts have been replaced, unit have been calibrated and tested to meet factory's specs.

Event description:
While using a g136 scaler, there was no vibration and the insert tips were getting hot; no injury resulted.